Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mlk405 number, and no non-conformances were identified. Investigation summary: a dispensed suture piece of product code sxp1a405, lot mlk405 was returned for analysis. During the visual inspection of the opened sample, body fluids on the barbs were observed and the sides of the fixation tab were broken. Per the sample condition, the assignable cause could not be determined.

Event description:
It was reported that the patient underwent total knee replacement on (B)(6) 2019 and barbed suture was used. It was found that there had been no fixation tab on the suture after the package was opened. There were no adverse patient consequences reported. Upon device evaluation of the used device, the fixation tab was found broken.